Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 5 minutes, he obtained blood glucose readings of 20 mg/dl and 99 mg/dl on the contour next ez meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the contour next test strips. However, a lot # 9fpec53e of returned test strips was different from the one implicated to be involved in the event i.e. Lot # 9jpeg02b. Lot # 9jpeg02b is invalid, therefore, in-house test strips were not used for testing. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.